Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor of the motor device was overheating and had a loud noise. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed temperature assessment, (reading 123.5 degrees, n01.30 states temperature shall not exceed 118 degrees) and was making noise. Therefore, the reported condition was confirmed. The assignable root cause was due to worn out bearings from normal use and servicing over time. It was further determined that during repair, the shim on the device was observed to be not properly installed; however, it functioned as intended. It was determined that this was due to improper assembly during manufacture which has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.